Event description:
Report received of an incident involving a tubing separation at the y-site of an unspecified tubing set while in patient use. Specific patient and event data was unknown to the reporter.